Event description:
It was reported that, the patient experienced a wound infection, exposing the receiver/stimulator. Subsequently, the patient was hospitalized for treatment with both oral and IV antibiotics. The patient underwent a revision surgery to reposition the device. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was placed under general anaesthesia (specific date not reported) during the device repositioning surgery. The implanted device remains.